Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), product type implantable neurostimulator. (B)(4).

Event description:
Lead insertion difficulty reported during procedure. Caller reports hcp (healthcare provider) having difficulty inserting the lead all the way in to see the blue tip, lead wire was stuck on the last electrode. It was recommend twisting motion as hcp inserts the lead wire, but that didn't work. The hcp has tried it multiple times. Hcp tried to wet the lead tip and that didn't work either. Patient was to do advance trial last week, but had to settle for a "pne" trial since hcp couldn't insert the lead. Caller and hcp asked about "crimping" the blue tip or not inserting the lead all the way in. It was suggested that possibly needing another ins, but hcp was reluctant since it would be the 3rd ins tried. The representative said the hcp was able to insert the lead after backing the set screw a little. Issue was resolved. The lead was not previously implanted with extension and stimulator (3023). Also caller said pne trial last week, but she would have had to externalize with an extension last week, to be using the same lead today. Confirm header bore was clear and set screw was backed out of the bore (back out by &#55316;o &#59412;urn). The caller was now able to insert lead into ins. Symptoms reported were none. Event date was (B)(6) 2016. It was later reported by the representative that the patient had effective therapy post-implant. It was later reported by a representative from a healthcare provider that the stimulator was defect. The lead would not fully insert into the neurostimulator ii, resulting in bad impedance check. Healthcare provider spent half an hour attempting to fully insert the lead into neurostimulator ii device, wouldn't go all the way in for proper functionality. The healthcare provider loosened the screw on neurostimulator more. Healthcare provider attempted blunt force, lead was wiped clean and stimulator slot was checked for debris, lead still wouldn't properly insert. The healthcare provider proceeded with stage 1 trial, after successful trial the patient received a new neurostimulator ii implant with no difficulty. It was noted that the issue did not resolve at the time of the report. Hospital had the faulty ipg (stimulator) in their possession and was requesting a replacement neurostimulator ii.